Event description:
It was reported that the ventricular and atrial connector ports were damaged. The external pulse generator (epg) is expected to be returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the battery drawer would not eject without batteries in it. It was also indicated that the hanger assembly was contaminated and the main seal was pinched. It was also indicated that a display wire was pinched and the insulation was compromised. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.